Event description:
It was reported that intermittent occlusion alarms occurred. Customer will continue using the current pump. There was no reported adverse impact to the customer's blood glucose level.